Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The exact cause of the endoleak is reportedly unknown.

Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. It was reported the patient was lost to follow up after implant. On (B)(6) 2016, the patient presented to the hospital with abdominal pain, and follow up imaging reportedly identified a large proximal type I endoleak with aneurysm enlargement to 8.8 cm (amount of total growth unknown). It was reported the (B)(4) appeared to be 22 mm below the renal arteries, but it is unknown if migration occurred. The proximal neck reportedly measured 28 mm in diameter with an angulation of 80-90 degrees. It was reported the ipsilateral limb of the (B)(4) was surrounded by thrombus on the right side with no report of occlusion or endoleak. The (B)(4) reportedly had wall apposition on the left side with no evidence of endoleak, but the device reportedly did not extend very far distally in the iliac artery. The physician reportedly believes disease progression caused the proximal type I endoleak; however, it was reported that as no follow up imaging or pre-implant imaging is available, this cannot be confirmed. On (B)(6) 2016, an additional procedure was performed whereby two aortic extender components were implanted for proximal extension to treat the endoleak. The physician also elected to implant two iliac extender components for bilateral distal extension. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.